Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact phone number at the event site is: (B)(6). Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) was evaluating the iabp when the event occurred, confirming the reported event. The repair of the device has not been completed and is currently ongoing. A supplemental report will be submitted upon receipt of new information and/or completion of our investigation.

Event description:
It was reported that while a getinge field service engineer was servicing a cs300 intra-aortic balloon pump (iabp), there was a high pressure transducer on a new helium regulator assembly that would not calibrate creating a failure of the iabp upon installation of the new helium regulator. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that discovered the volume cylinder was very sluggish and not actuating properly resulting in an autofill failure replaced the faulty volume cylinder. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The volume cylinder was returned to failure analysis and testing for evaluation. The failure analysis and testing dept. Received the volume cylinder with a reported unit failure of the high pressure transducer on new helium regulator assembly would not calibrate. The failure analysis and testing dept. Performed a visual inspection and observed that the port for the high pressure regulator is damaged. Due to the damage to the port on the regulator, the part cannot be tested. Retaining the regulator in the failure analysis and testing department per procedure.